Event description:
Reporter indicated a vns patient had (B)(6). The relationship of the (B)(6) to the vns is unknown. Attempts for further information are in progress. Replacement of the vns generator is planned.